Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g23 that has a similar product distributed in the us, list number 4p54.

Event description:
The customer observed (B)(6) results while using architect hbsag confirmatory reagents. The following data was provided. Sid (B)(6): hbsag confirmatory test was (B)(6) (neutralization). Hbsag qualitative testing was (B)(6). Siemens centaur hbs ii, hbsag method was (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Concomitant medical products was changed to arch i1000sr, ln 01l86-01, sn (B)(4), arch i2000sr, ln 03m74-97, sn (B)(4), arch hbsag conf ln 02g22-30, ln 77255fn00 from architect i1000sr analyzer list number 01l86-01, serial number (B)(4). No changes to the suspect device were made.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, instrument log review, labeling review, and specificity testing. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Log review did not identify any issues that contributed to the customer issue. No patient sample was available for return, therefore clinical specificity testing of negative control replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.